Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed received notification, via FDA 3500a report (B)(4), of reported issues with the v-care medium (34mm) cup, item 60-6085-201a, lot 201911250, that occurred in (B)(6) 2020 at (B)(6) hospital. It was reported that upon removing the medium v-care device (cat# 60-6085-201a lot #201911250) from the vagina, it fell apart. The cervix with the uterus attached was secured to the green cervical cup as per procedure/ surgical norm. The green cup fell apart from the blue manipulator/obturator. The device was removed from service and all pieces were obtained. The issue occurred during a robotic hysterectomy with bilateral salpingectomy involving a (B)(6)-year old female weighing (B)(6) kg. The specimen was also removed successfully with no reported impact or injury to the patient at this time. The procedure was successfully completed with no delay. Additional information obtained indicates the incident occurred (B)(6) 2020 at (B)(6) hospital in (B)(6). No other information was provided. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
Conmed received notification, via FDA 3500a report (B)(4), of reported issues with the v-care medium (34mm) cup, item 60-6085-201, lot 201911250, that occurred in (B)(6) 2020 at (B)(6) hospital. It was reported that upon removing the medium v-care device (cat# 60-6085-201 lot #201911250) from the vagina, it fell apart. The cervix with the uterus attached was secured to the green cervical cup as per procedure/ surgical norm. The green cup fell apart from the blue manipulator/obturator. The device was removed from service and all pieces were obtained. The issue occurred during a robotic hysterectomy with bilateral salpingectomy involving a 46-year old female weighing 93 kg as previously reported. The specimen was also removed successfully with no reported impact or injury to the patient at this time. The procedure was successfully completed with no delay. Additional information obtained indicates the incident occurred (B)(6) 2020 at beaumont hospital in grosse pointe, mi. The catalog and lot numbers were confirmed as stated here in this updated narrative. As indicated previously on the initial filing, this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
H10: the reported complaint of device breakage and falling apart is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified, root cause could not be identified. A review of the device history records (DHR) and lot history records (lhr) could not be performed as manufacturing records could not be located for the reported lot number 201911250 and item 60-6085-201 combination. A two-year lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history for similar failure modes revealed there has been a total of 54 complaints, regarding 69 devices, for this device family and failure mode. During this same time frame (B)(4)have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to: reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. (There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve.) For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. Additionally, conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. H11: b5 edited and resubmitted to reflect the correction in catalog number of product. The other information previously submitted regarding product information remains unchanged and correct. This issue will continue to be monitored through the complaint system to assure patient safety.